Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, the phenomenon occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there is a power issue with the lcd monitor as it shuts off and turns on every few minutes. The circumstance of which the issue was found is unknown. The device was returned for evaluation. During the device evaluation, the printed-circuit board failure was found. There was no procedural information reported. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the power was intermittent and failed to boot-up due to a faulty g1 printed circuit board. Other findings include scratches on the bezel plate. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.